Event description:
It was reported that on (B)(6) 2013, the patient passed through a security screening device with her stimulation turned on and she felt "more stimulation" . It was noted that the stimulation was not painful or uncomfortable. It was stated that the patient went from not feel stimulation sensation to feeling it. It was reported that the stimulation sensation was temporary. Additional information received reported that the patient would feel "a little stimulation" when she walked through security screeners, but it was "nothing painful".

Manufacturer narrative:
Product ID 3889-28, lot# va07161, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative on (B)(6) 2013.